Manufacturer narrative:
Batch review performed on 30 oct 2025. Gmk-spherika 02.12.ka12r gmk spherika femoral component s2+r cemented (k211004) lot: 2425948: (B)(4) items manufactured and released on 25-nov-2024. Expiration date: 2029-nov-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1202r tibial tray fix cemented s.2r (k090988) lot: 2431545: (B)(4) items manufactured and released on 23-jan-2025. Expiration date: 2030-jan-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0210fr gmk-sphere tibial insert - flex s2r - 10 mm (k121416) lot: 2433300: (B)(4) items manufactured and released on 03-jan-2025. Expiration date: 2029-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Investigation performed by r& d project manager. A revision procedure was performed six weeks after the primary implantation due to reported instability. Based on the photographic evidence provided, no residual cement was visible on the distal surface of the explanted tibial baseplate. This observation is consistent with findings occasionally noted in retrieved components, including cases where the revision is not associated with instability, loosening, or implant mobilization. Therefore, the absence of cement on the distal surface cannot be considered indicative of insufficient adhesion between the cement and the implant. The surface finish of the tibial baseplate, as observed in the available images, appears consistent with the device specifications. No visible signs of manufacturing nonconformity can be identified from the photographs. The reported loosening may be attributable to factors unrelated to the device itself, such as cement failure, suboptimal cementation technique, or patient-specific clinical conditions. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 6 weeks from primary surgery (h_mar_rsk_dj_24011951), multidirectional instability was detected. No trauma reported. During revision surgery, the tibial tray could be explanted by hand, with no bonding with cement. Hinge system successfully implanted. The patient has implant cast megaprosthesis.